Manufacturer narrative:
Evaluation confirmed that one jaw has broken off the instrument. A probable cause was stress overload; tissue bone possibly too dense. We cannot confirm.

Event description:
Allegedly, the doctor was performing an endoscopic nasal procedure and one of the blades broke off the scissors and fell into the patient. The doctor immediately removed it. Per the hospital, the procedure was completed and no injury to the patient was reported.